Event description:
It was reported that the customer's insulin pump has multiple cracks. Customer's blood glucose level at the time 83mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Pump received with cracked case on the lcd display window corners, crack on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, cracks on the reservoir tube window, cracks on the reservoir tube. (B)(4).